Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as unidentified tear. ¿ cyst (s) : unable to observe as it is not related to the manufacturing process. As per the investigation procedure crease fold was observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture. The report of anechoic simple cysts were deemed not device related. The device has been explanted.

Event description:
Healthcare provider provided an ultrasound which reported "rupture and anechoic simple cysts (not device related)." This record is for the left side. The device remains implanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider provided an ultrasound which reported "the integrity of the implant is impaired, especially in the upper quadrant, especially in the left breast, and the liquid material inside the implant has accumulated in the form of collections of fluid in the breast tissue. The skin tissue of breast, nipple and areola is normal. The adipose tissue layers are clear in the anterior of breast, the premammarian-retromamarian facial planes and cooper ligaments are regular. Control ultrasound is recommended. Breast parenchyma have a fibrocystic pattern, with common microcystic components. Anechoic simple cysts (not device related) of millimeter size are observed in breast. (B-rads-2). Bilateral intramamamarian and axillary lymphoadenopathy is not detected. Category: bi_rads - 3." Healthcare provider additionally reported "breast differences have begun. In the usg examination, rupture in the left breast prosthesis was detected. Prosthesis integrity was reported to be lost. Prosthesis and capsule removed." This record is for the left side. The device has been explanted and replaced with another manufacturers device.